Manufacturer narrative:
The medical device problem code was updated. Based on the information provided, the investigation determined the event was consistent with a preanalytical handling issue. The results provided suggest mis-sampling of the patient samples occurred. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) cleaned and decontaminated the instrument, replaced the sample probes, the sipper and the vacuum. On (B)(6) 2023 the pinch tube, pinch valve and various other valves were replaced. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 8000 cobas ise module. Discrepant results were provided for 2 patient samples. On (B)(6) 2023 patient 1 initial result was 134.5 mmol/l. The repeat result was 130.4 mmol/l. The sample was repeated again and the result was 135.5 mmol/l. On (B)(6) 2023 patient 2 initial result was 131.9 mmol/l. The repeat result was 136.4 mmol/l. No questionable results were reported outside of the laboratory.